Event description:
It was reported that the during the implant procedure, the physician had difficulty inserting the right atrial lead into the pulse generator header. The lead was secured and implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.